Manufacturer narrative:
Results: the embolization coil was detached from the pusher assembly and had offset coil winds and gaps, and the proximal constraint sphere was intact. Conclusions: evaluation of the returned device revealed the embolization coil was detached and the proximal constraint sphere was intact. Since the penumbra smart coil (smart coil) pusher assembly was not returned for evaluation, the root cause of the reported unintentional detachment could not be determined. Further evaluation revealed the embolization coil had offset coil winds and gaps. This damage may have occurred due to forceful manipulation of the smart coil within tortuous anatomy. The smart coil pusher assembly, non-penumbra microcatheter, and benchmark mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician placed a benchmark 6f 071 delivery catheter (benchmark) then advanced a non-penumbra microcatheter through the benchmark. While attempting to advance a smart coil into the target vessel using the microcatheter, the physician realized that the smart coil would not fit into the vessel and decided to remove it; however, upon retraction the smart coil unintentionally detached. Therefore, the physician removed the microcatheter and flushed it. The physician then noticed that the detached coil was not in the microcatheter. Therefore, the physician removed the benchmark and flushed the detached coil out. The procedure was completed by placing a stent device. There was no report of an adverse effect to the patient.